Manufacturer narrative:
Device used for treatment. The raw material and manufacturing papers were reviewed and met specification. All features that could be measured met specification. It is possible the extraction screw was broken due to mechanical overloading. There was no product fault found.

Event description:
A device report from (B)(4) indicates a hospital in the (B)(6) reported: during a planned surgery for removal of tomofix the extract-screw broke. All broken pieces from the screw were removed. The procedure was complete. It was noted the pt was healed and the plate was removed.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.